Event description:
Account report this is a new product for them this year. States previously had same problem that education of staff seemed to correct. Also notes tubing connects to the lever lock fine but will loosen the injection port. Some incidents of disconnection which allowed the pt to bleed significantly.